Event description:
It was reported that the basal software was suspending insulin delivery inappropriately. Customer's blood glucose was 396 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.